Manufacturer narrative:
The event is a logistic issue and from the investigation performed it resulted that the agent in charge to supply the correct implants did not do it correctly, even if he had all the implants in his base stock. He has been fully re-trained in order to avoid any similar issue in the future.

Event description:
Ref imp# (B)(4).